Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous left circumflex artery. After pre-dilation, an unspecified promus element plus stent was successfully deployed in the ostium of the lcx artery. Then the physician took an extension catheter through the ostium of the lcx artery and successfully delivered an unspecified stent distally. The physician then noted that the proximal portion of the promus element plus stent had foreshortened and appeared to be deformed due to interaction with the extension catheter. The area was post dilated and an additional stent was successfully placed at the ostium of the lcx artery. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).